Event description:
It was reported that t:slim x2 pump battery would not charge, and pump eventually shut down and could not be turned back on. There was no adverse impact to the customer's blood glucose level. Customer confirmed use of working outlets, tandem charging equipment, and alternative adapters and cables without resolving issue, and planned to use multiple daily injections as backup insulin therapy.